Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower lobectomy, while on the transection of fissure, the adapter, handle and shell had been used multiple times previously during the procedure, the reload was fully articulated across the lung fissure. The adapter and reload snapped and the plastic component become exposed. Surgeon was then unable to manipulate distal end of reload which was closed over lung fissure. The surgeon used forced to remove the reload from lung tissue. Once the device was removed from the surgical site, the nurse tried to open the jaws of the reload using the manual retraction tool but was unable to as the reload and adapter were now snapped and not in correct position. Surgeon checked to see if any of the plastic had become detached and fallen inside the patient, no plastic component could be detected. A new manual handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the adapter came with a reload attached and the reload had a full complement of staples. The reload's adapter end was broken. The blue button was stuck in a partially depressed position. Functionally, the blue button could be further depressed without any issues, but it wouldn't go back to its home position, so there was always a little bit of red showing. The adapter was connected to gen2 acc lite and the switch state was found to be closed. The strain gauge couldn't be evaluated with the reload still attached. There were no errors in the adapter log. The adapter had 8 of 50 procedures remaining, and was connected to a rpa handle running 29.1.3 software. The handle went into emergency retract mode and displayed the remove reload screen. The attached reload still could not be removed. The adapter was disassembled to remove the reload, was then reattached to gen2 acc, and the strain gauge was responsive, and was reattached to a rpa handle and it calibrated properly with a green adapter swimlane. A rpa loading unit could be attached, articulated, clamped, and recognized. The adapter was successfully fired on the a1 test fixture. It was reported that the jaws of the device remain closed on tissue, and the device was difficult to unload and broke. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.